Event description:
No. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe the syringe is leaking with microbore tubing. The following information was provided by the initial reporter: "we are having a problem with 3ml syringes leaking with microbore tubing. No other syringes leak, not sure which it is."

Manufacturer narrative:
This complaint is no longer reportable. Please consider this MDR null and void. After further inquiry with the customer reported that the 1ml syringe was not a bd product.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown. Batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe the syringe is leaking with microbore tubing. The following information was provided by the initial reporter: "we are having a problem with 3ml syringes leaking with microbore tubing. No other syringes leak, not sure which it is."